Event description:
It was reported there were episodes of pacemaker mediated tachycardia occurring on the device. Programming changes were made and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).